Event description:
It was reported that, "the patient alleges failure of his hip prosthesis." Additional information has been requested."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should the device or additional information become available, the evaluation summary will be submitted in a supplemental report.